Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc), high capture thresholds, and possible undersensing. Technical services (ts) reviewed the reports and noted that there were no paced or sensed p-waves observed. Additionally, ts noted that the device was potentially undersensing the atrial arrhythmia. The boston scientific representative will discuss following steps with the physician. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc), high capture thresholds, and possible undersensing. Technical services (ts) reviewed the reports and noted that there were no paced or sensed p-waves observed. Additionally, ts noted that the device was potentially undersensing the atrial arrhythmia. The boston scientific representative will discuss following steps with the physician. The lead remains in use. No adverse patient effects were reported. Additional information received indicates no interventions will be done. No adverse patient effects were reported.